Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer stated there is no insulin flow when taking injection as sometimes flow will stop, does prime before injection. Date of event: unknown. Samples: available.

Manufacturer narrative:
H6: investigation summary customer returned a total of 8 used and 7 unused 5mm, 31 gauge pen needles from lot 1278347. Both the used and unused pen needles were visually inspected prior to functional testing. None of the pen needles feature any sort of immediately observable defects. Each pen needle was attached a test pen. Saline was pushed through the system and out of the distal tip of the pen needles without any issues. Additionally, none of the pen needles were observed to leak when the pressure in the system was normalized. No visible defects and all pen needles functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of any leaks. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of any needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer stated there is no insulin flow when taking injection as sometimes flow will stop, does prime before injection. Date of event : unknown samples : available.